Event description:
It was reported that this right ventricular (RV) lead exhibited a gradual increase in pacing impedance. Technical Services (TS) reviewed the available data and noted a gradual increase in RV impedance from approximately 580 ohms to values in the 1100-ohm range beginning in early June. Sensing was reported to remain intact, although a concurrent increase in pacing threshold was observed. TS recommended continued monitoring and discussed that additional lead assessment and reprogramming adjustments could be considered. This RV lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Known Inherent Risk of Device.